Event description:
It was reported to philips that the host pc failed to connect to the network, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis. The procedure was completed by excluding the rotational 3d view. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was unable to connect to the network. Upon troubleshooting actions, fse identified that the cable between the switch and interventional tool was disconnected. The fse reconnected the cable. After reconnecting the cable, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. The procedure was completed by excluding rotational 3d view on same device, which doesn¿t impact the procedure. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.